Event description:
It was reported that a user experienced sustained hyperglycemia with blood glucose values reaching 360 mg/dl and remaining in the 300s for several hours while using the ilet with a contact detach infusion set, and the user observed insulin leaking at the cartridge rubber plunger during a supply change. Customer care provided support that included troubleshooting steps and a recommendation of a full supply change. Investigation of this case revealed evidence of leakage at the cartridge plunger and user practice of pre-filling and storing cartridges in a vehicle, which could affect device performance. Symptoms included lethargy, increased thirst, frequent urination, and a dull headache. Outcomes included the need for a full supply change, after which glucose values trended down to 254 mg/dl without medical intervention. It was concluded that the hyperglycemia was associated with insulin delivery interruption due to suspected cartridge leakage and user handling/storage practices, and the issue resolved after replacing supplies and resuming delivery. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.